Manufacturer narrative:
Additional sheaths used and/or related to this event: dsf1245/ (B)(4), UDI (B)(4) and dsf1233/ (B)(4), UDI (B)(4).

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on an unknown date, the patient was implanted with several gore® excluder® after market devices, as well as the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). ). During the procedure three dryseal flex introducer sheath were used, as well as a gore® mob balloon, a gore® tri-lobe balloon and a gore® tri lumen catheter. It was reported that on (B)(6) 2022, the patient presented with femoral compartment syndrome (unknown if it was on the left or right side). The physician reintervened and performed a fasciotomy. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Addition -patient¿s weight: 101kg, -patient medications: aspirin, apixaban, and acetaminophen. Addition implanting physician: dr (B)(6).

Event description:
On (B)(6), 2022, the patient was implanted with several gore® excluder® aftermarket devices, as well as the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). During the procedure three dryseal flex introducer sheath were used, as well as a gore® mob balloon, a gore® tri-lobe balloon and a gore® tri lumen catheter. Gore was unable to determine which of the sheaths were involved in the event. It was reported that on (B)(6), 2022, the patient presented with femoral compartment syndrome (unknown if it was on the left or right side). The physician reintervened and performed a fasciotomy. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Addition d12-according to the gore® dryseal flex introducer sheath instructions for use, under potential adverse events states, adverse events that may occur and/or require intervention include but are not limited to vascular trauma.

Manufacturer narrative:
Correction d1/d2a/d2b.